Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was loose in the pocket. The patient also experienced positional discomfort at the ipg site. As such, surgical intervention was undertaken for ipg revision. However, intraoperatively the ipg was unable to communicate with external devices. As a result, the ipg was explanted and replaced with another model. Reportedly, effective therapy resumed post-operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.